Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of catheter broke / separated before placement was confirmed upon inspection of the photo. Analysis of the sample showed that the defect reported by the customer was observed. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd nexiva diffusics 20g x 1.25 in catheter broke / separait was reported by the customer that catheter came apart at the tubing connection to the hub when tried to use. Verbatim: rcc received a complaint via email. Email(s) attached product problem report product information product code: 383593 product description: catheter IV closed nexiva diffusics & 20g x 1.25in bx/20 lot/serial #: unknown expiry date: unknown problem information product concern ticket number:(B)(4) date of incident: (B)(6)-2024 concern description: catheter came apart at the tubing connection to the hub when tried to use. Occurrences: 1 ea reporter information xxxxx sample information incident samples: 1 ea representative samples: 0ted before placement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.